Manufacturer narrative:
The issue was discovered during routine testing of the unit. The field service representative (fsr) replaced the batteries. The unit is operating to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the batteries were dead. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per the field service representative (fsr), the battery was switching over for a few seconds when losing the alternating current (ac) power. The charge indicator light illuminated when on ac power. During laboratory analysis, the product surveillance technician (pst) observed the batteries to not take a charge and one of the battery voltages dropped to an unusable voltage of 9.9 volts (v) under load. He measured the battery voltages and one (battery a) measured 12.97v and the other (battery b) measured 11.49v. After charging for twelve hours, the battery a measured 13.07v and battery b measured 11.88v. When unplugged ac power from the wedge to operate on battery power, the meter on the front of the wedge only displayed in the yellow, indicating low voltage from the batteries. He measured the batteries under load, battery a measured 13.05v and battery b measured 9.90v. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.